Event description:
It was reported that during a surgical procedure at the user facility, the device's tip broke off from the base. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
Customer discarded product.

Event description:
It was reported that during a surgical procedure at the user facility, the device's tip broke off from the base. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.